Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, minor scratches on distal edge, minor stains under light guide cover glass, cracks on side of video connector were found. A definitive root cause could not be identified since the customer's allegation was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when the subject device was plugged in, it did not give an image and there were connection issues. The event occurred during a therapeutic procedure prior to sedation. There were no reports of patient harm.

Event description:
It was reported that when the subject device was plugged in, it did not give an image and there were connection issues. The event occurred during a therapeutic procedure prior to sedation. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.